Manufacturer narrative:
The complaint moisture damage to the tyvek header and unit label is confirmed. The complaint sample was received at (B)(4) un-opened. The complainant indicates the tray was received wet in some areas of the tray. It is apparent moisture damage has occurred to the unit label. The label is discolored. A large brown spot to the tyvek header is observed. It is probable the shipper box sustained water damage during transit and leached through onto the tyvek material. The brown staining located on the tyvek header would support this conclusion. The shipper box was not returned for eval.

Event description:
One box of 3cg dl box had signed of being wer on the outside and one of the packages was damp and the side or stickers smudged and the flap to open discolored.